Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Elective removal was reported as the reason for explantation.

Event description:
Elective removal of implants.